Event description:
It was reported that there was a pump problem. A critical alarm was ¿constantly¿ sounding every ten minutes starting at 11:00 am on (B)(6) 2015. It was noted that the patient¿s pump was filled the day prior to this report. Telemetry was attempted but interrogation was not successful and the pump could not be read. The hcp felt the patient¿s tone was returning and the patient was sent to the emergency room. The patient¿s pump was replaced (B)(6) 2015, and returned to the manufacturer for analysis. During the procedure no telemetry could be established with the pump either inside or outside the patient¿s body. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found c300 for hybrid solder bridging. As received the pump could not be interrogated nor establish telemetry. Voltage reading was at 2.800 volts. Analysis found solder ¿extrusions¿ causing a short, high current drain which caused a drain on the battery.

Event description:
Additional information received reported that the patient was filled with 20ml of 2000mcg/ml gablofen on (B)(6) 2015 and then again on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.